Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised patient to close all background applications, check their general settings and available space, and disable bluetooth on an device that was not related to the dexcom device. Dexcom representative then advised patient that if this was not successful, the next step would be to use another transmitter. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 01/15/2016 and could confirm the reported loss of connection. No additional patient or event information is available.